Manufacturer narrative:
Initial reporter phone number: (B)(6). Implant and explant dates: if implanted or explanted, give date: not applicable since lens was inserted and removed. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported by the customer when it was implanting the intraocular lens ar40e the lens presented a defect in the haptic -the haptic detached from the optic zone. It was necessary to remove the lens an another lens was implanted. The incision was enlarged. Patient post operative visual outcome was reported as fine. The product was discarded.